Manufacturer narrative:
Internal file number - (B)(4). Correction: it was previously reported that the device would not be returning for analysis; however, the device was returned for evaluation. Correction: reported method code 4115 was removed. Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. The reported difficulty removing the device could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: resistance was noted during removal of the nc traveler from the dispenser coil. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. G9: exemption number e2019001 the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The nc traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that a proximal shaft break was noted during unpacking of a 3.0x8mm nc traveler rx balloon dilatation catheter (bdc). The bdc was not used in the patient. The procedure was successfully completed with another nc traveler. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.